Event description:
This rv lead was implanted on (B)(6) 1999 and capped on (B)(6) 2011 due to lead impedance less than 200. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).